Manufacturer narrative:
Section b3: as the day of the event is unknown, the event date is estimated as march, 2025. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported by the patient that he is having reaction to 72r electrodes and had to go to dermatologist. Later, (B)(6) called the patient for details had to leave a voicemail for a return call. No further consequences were reported. The 72r electrodes were not returned for further evaluation.

Event description:
It was reported by the patient that he is having reaction to 72r electrodes and had to go to dermatologist. Later, cs called the patient for details had to leave a voicemail for a return call. Later patient called back and indicated that the patient experienced skin irritation, developed a rash and skin became raw/ irritated. Patient stated that the skin irritation went away as the patient stopped using the unit. The patient spoke to the prescribing physician and were advised discontinue the use of device as patient was healing well. No medications were prescribed for skin irritation. No further consequences were reported. The 72r electrodes were not returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, d1: brand name, d2a: device common name. Additional information in b5: event description, g3, h6 and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The 72r electrodes were not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor trends.